Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 02/05/2015 to 09/17/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. Also, there was a production failure q6 200201123 for out of specification of the binary sensor test which does not correlate to the customer reported issue.

Event description:
It was reported that a front bezel assy was cracked. There was no reported patient involvement.